Event description:
Complainant alleged that the device was powered on prior to being used on a pt and powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.